Event description:
Venapax vein harvest device malfunctioned; not working correctly. Device triggering esu (electrosurgical unit) by itself without use of pedal. No harm to patient device was swapped out with new one. Saphena medical venapax, lot # 37jb2509, ref# vpx4000, exp: 11/07/2024.